Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hasp on the remote manager had detached from the refrigerator door. A field service engineer replaced the non-adjustable hasp with an adjustable one. The engineer then aligned the new hasp with the remote manager box and tested the functionality by opening and closing the door, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower had a malfunction in which the remote lock for the pyxis refrigerator on 7hv was misaligned, resulting in the refrigerator door not opening properly or failing to recognize when it was closed. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.